Manufacturer narrative:
(B)(4). Date initial report sent 09/10/2015. (B)(4)

Event description:
Procedure: ileostomy closure. According to the reporter: one gia6038s was used and the staple line was formed correctly; therefore, the gia6038s was discarded after surgery. On the (B)(6) july, the patient had to be re-operated on due to a dehiscence in the staple line. A gia6038s was again used and the staple line was formed correctly therefore the gia6038s was discarded after surgery. On the (B)(6) july, the patient had again to be re-operated on and a new dehiscence was visible. The patient had to be transferred to another hospital's intensive care unit. It was reported that the patient is now doing ok and has left the ICU.